Event description:
During bronchoscopy, tissue acquisition was attempted via pulmonary biopsy forceps. While closing the biopsy jaws, the forceps failed. Inspection revealed the separation of the wires attached to the jaws. This happened with two forceps on the same pt. One forceps, a segment of wire approximately 2mm long could not be located. There is a possibility the wire remained in the pt's lung. Fluoroscopy and visual exam via bronchoscope failed to locate missing wire.